Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump was received with a loud vibration during the self test due to the adhesive bond not adhering on the vibrator motor. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating more loudly than normal. Blood glucose level earlier in the day of the call was 420 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 300 mg/dl. The customer stated that troubleshooting was performed during a previous call and requested a replacement. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.